Event description:
The pt experienced a faint and skipping signal from the lead for a month and a half prior to the report to the device manufacturer. The pt had a lot of scar tissue. It is unclear if the scar tissue was a result of prior leads or were contributing to current lead problems. The device was programmed to its maximum amplitude on group one and the pt couldn't feel anything.

Manufacturer narrative:
.